Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. It was noted that the inner lid is not designed as a sterile barrier.

Event description:
It was reported that prior to implant procedure, the sterile lid of the inner blister package moved while opening the outer blister package. The lead was out of the inner blister, and it was not certain the lead was sterile. The lead was not implanted. No patient complications have been reported as a result of this event.